Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation.

Event description:
A medtronic representative reported that, while verifying a straight probe in the ear, nose & throat (ent) application software, the navigation system monitor went to an all blue display. The representative reported that restarting the navigation system did not resolve the reported issue. There was no patient present when this issue was identified. No additional information was provided.